Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a right knee revision procedure approximately seven years post-implantation due to patient allegations of loosening, pain, instability, and audible noise. Competitor product was used to complete the procedure. This was report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that the patient underwent an initial total right knee arthroplasty on (B)(6), 2007. The patient was subsequently revised on (B)(6), 2014 due to loosening, pain, instability, and clicking and popping noise.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported that the patient underwent an initial total right knee arthroplasty on (B)(6) 2007. The patient was subsequently revised on (B)(6) 2014 due to patient allegations of loosening, pain, instability, and audible noise. This was report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent an initial total right knee arthroplasty on (B)(6) 2007. The patient was subsequently revised on (B)(6) 2014 due to unknown reasons.